Event description:
Following an atrial fibrillation ablation procedure using a therapy cool path duo ablation catheter, an atrioesophageal fistula occurred and the patient subsequently expired. The patient underwent an atrial fibrillation ablation procedure on (B)(4) 2014. A pulmonary vein isolation plus roofline ablation was successfully performed and the procedure was uneventful. At a later date, an atrioesophageal fistula was diagnosed and an esophageal stent was placed. The patient subsequently expired.